Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed impedance increase on the right ventricular (rv) lead. Programming changes were performed to resolve the issue by deactivating the lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 code for additional surgery needed.

Manufacturer narrative:
Correction: on b5 needed for oversensing noise. Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information received notes oversensing noise noted on the right ventricular lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing impedance and noise were confirmed. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion at 12.1cm to 12.8cm from the connector pin. Scanning electron microscope analysis confirmed that all eight filars of the inner coil were fractured. The cause of the reported events was isolated to the fractured inner coil.